Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to high out of range impedance measurements and no threshold measurements. These measurements were noted through the device and the pacing system analyzer. As a lead fracture was suspected, the lv lead was surgically abandoned and replaced. This patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.